Event description:
This lead was noted, from a call placed to technical services on (B)(6) 2014, states that the physician was performing a box change and lead revision, as the rv lead had low impedance. Existing system was on the left side. New system with a single lead, due to patient in chronic atrial fibrillation was going to be implanted on the right side. The physician was dr. (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).